Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection shows how to detect the event. Reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the nozzle is clogged with a foreign material of unknown origin. The air and water function-air/water flow (air/water channel) less than the specifications. The reported issue of "channel 4 blocked and the scope cannot be washed in the machine, therefore also unclean" could be confirmed. Furthermore, the following defects were identified during device inspection: cracked light guide cover. Ccd cover lens cracked. A-rubber glue chipped. Bending tube shortened. Connecting tube scratched. Angulation less than specifications. Nozzle found cracked. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "channel 4 blocked and the scope cannot be washed in the machine, therefore also unclean" . The issue found at reprocessing. No harm was reported. No patient harm, no user injury reported . Device evaluation found the device nozzle clogged with a foreign material . This report is being submitted due to the finding of foreign material in the nozzle (reprocessing issue, insufficient cleaning ) identified during device return evaluation .